Event description:
A customer reported that their pump battery depleted too quickly with a previous pump, leading to a pump shutdown. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address the high blood glucose level, the customer administered a correction injection through multiple daily injections. Customer technical support reviewed logs and found the battery was depleting within normal ranges.